Event description:
It was reported that surgeon had repeated issues with jii femur packaging. The inner package, on several occasions, has been stuck to the outer packaging making it impossible for the nurse to drop the implant into the sterile field. This requires the inner package to be opened off the field and the ¿naked¿ implant passed to the field. This added less than a minute delay. The implants were eventually safely passed to the sterile field and implanted.

Manufacturer narrative:
The device, used in treatment was not returned for evaluation, reporting event could not be confirmed. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. The product support manager for this product line was made aware of the complaint. Possible probable cause could include but not limited to manufacturing process error. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.